Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, ventricular oversensing was observed on the device. The event did not occur after a high voltage therapy. Patient was asymptomatic. Programming changes were suggested. No further information available at this time.